Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) was "527". Customer addressed bg level via correction injection via manual dose injection.